Event description:
I need help finishing the form to send in a complaint about a raised toilet seat that was the cause of an injury. The toilet seat is not safe. I secured it tightly. However when my brother in law david was going to sit down on it, the seat leaned right when he used the right arm rest, causing him to fall between the toilet and bathtub. Resulting in a serious injury. I had to call 911 to get him unstuck. This happened (B)(6) 2023 at 4:45 am. Customer has already returned the toilet seat. He was in hospital overnight and they said his kidney was injured. I secured the seat to the toilet & as my brother-in-law was going down to sit on it, as he went down his right hand was on the right arm rest the seat tipped and he fell between the toilet and the bathtub. I had to call 911 to get him unstuck. He is back in florida and as we speak he is back to the doctors because he has been in pain ever since, they think his kidney was bruised. Spoke with sister in law patty. She indicated her brother-in-law is seeing a dr. Soon for a bruised kidney. She said he has medicare and good insurance that will cover the medical bills. She wants the product reviewed by quality as she feels it is not safe to lean on one side. Attached to case is the warning insert. 5th bulletin: "while using this device, keep weight centered over the toilet seat. Do not lean or reach while using the device, as this may result in the seat tipping." 6th bulletin: "devices with armrests contain handles that are not intended to support the user's whole weight.".